Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, almost 5 years after the dental implant was installed in intraoral region #13, it was verified their loss of osseointegration. The 35 ncm of primary stability was achieved and the implant was installed without immediately loading. The patient presented bone type iii.